Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for a generator change-out. Externalized conductors were observed on the rv lead. The lead functioned normally. The lead was capped and replaced. The patient tolerated the procedure well and was discharged the following day.